Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hysterectomy, the device became unable to manipulate before the colpotomy. The surgeon scrubbed back in to help out and see if she could maybe reposition the manipulator. When she pulled the manipulator out to reposition, the blue cup was not on the koh efficient. She looked in and saw it was still inside the vagina. She removed it without difficulty and reinserted another manipulator. They did not have any trouble with that manipulator doing the colpotomy and pulling the uterus out. No patient harm. (B)(4).

Manufacturer narrative:
Distribution history the complaint product was manufactured at csi. Mnfu. Record review DHR was reviewed and no non-conformities, related to the complaint condition, were noted. Historical complaint review a review of the 2-year complaint history did not show similar reported complaint condition. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Functional evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Any relevant customer or clinical information the following customer or clinical information was provided: the product was disposed and is not returning. The complaint condition will be confirmed using the pictures attached in e-mail. Root cause no definitive root cause for this issue could be reliably determined at this time, since the product was not returned for investigation nor verification. With the information provided, a root cause analysis cannot be definitively performed. It is unknown if the customer used a sizer (kcp) to determine the proper size koh-efficient to use. This is listed under the dfu of the product (archkohadv-dfu). The customer was reached for additional information on the procedure and how the device may have been used, however, no information was provided. As a way of improving the manufacturing process, csi stafford has implemented 100% in process inspection of the product via bend testing and pull testing, followed by an aql qc inspection requiring the that the units also pass a bend and pull test. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the root cause cannot be reliably determined with the information provided.

Event description:
No additional information.